Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Was there a post-operative leak identified and treated? If post-op leak, how many days postoperative did the leak occur? What was observed at the site of the leak? How was the leak addressed? Any medical or surgical intervention required? Was the patient care altered in any way due to difficulty with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a surgery of intestinal recanalization after sigmodectomy as per hartmann the cranial stump of the anastomosis was set up with the ethicon ecs29b circular stapler head. The stapler body was introduced through a transanal route and the head was attached, the stapler was activated to package the circular suture. At the removal of the suture there was a transanal aerial spreading which, following hydropneumatic testing and rectoscopy was secondary to failure to complete the mechanical circular suture; in particular, there was a beante altitude of about 2 cm at the level of the left lateral profile of the suture rhyme. This circumstance made it necessary to simultaneously review the anastomosis with suture of the beante tract.